Event description:
It was reported during a breast biopsy procedure that the device frequently popped up l3-021 error message. This did not stop the dr's procedure. Footswitch connection is loose, does not fit well. Entire checkup is required. There was no adverse pt consequence.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info rec'd, visual and functional examination: the unit was found to require the vso vacuum system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.